Manufacturer narrative:
The additional proglide device referenced in filed under a separate medwatch report number. The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na

Event description:
It was reported that suture placement with a proglide device was attempted in the mildly calcified left common femoral artery via 6fr sheath using the preclose technique prior to an interventional aortic valve stenosis procedure. Reportedly, the sutures inside the proglide device broke. An additional proglide device was used for successful suture placement using the preclose technique. The sheath was upsized to an 8fr and the procedure was completed. Hemostasis was achieved using the pre-placed sutures from the additional proglide device and a non-abbott device. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.